Event description:
It was reported that a device embolization occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 27mm watchman flx laa closure device & delivery system (wds) were used. The procedure was completed successfully with the closure device implanted in the laa of the patient. There were no complications that were reported to have occurred. The patient came in for their scheduled 45-day follow-up transesophageal echocardiogram (tee) procedure. The imaging showed that the closure device had embolized out of the laa and was in the descending aorta of the patient. The patient was brought to surgery where the 27mm device was successfully snared and removed from the patient. A new watchman access system (was) was positioned and a new 31mm watchman flx laa closure device & delivery system (wds) were used. The physician successfully implanted a new closure device in the laa of the patient. The patient had no symptoms or consequences as a result of this event. The patient did fine following this event and has since been discharged from the hospital.